Manufacturer narrative:
Smiths medical received two cadd® administration sets (p/n 21-7355-24 and 21-7381-24) in used conditions in a ziplock bag. No visual defects were noted upon visual exam under normal lighting. The received sample was tested using a cadd prizm pump, passing test with no air bubbles found. Relevant documents, including the IFU, were reviewed and found to be correct. A review of the manufacturing process for a random unit (p/n: 21-7081-24) was conducted and found to be appropriate. However, when compared to one retuned unit (p/n: 21-7381-24) differences were found; different housing and valves are noted. The two returned samples have additional tube, spring, arm, clip and anti-siphon cap. Assembly and training process were reviewed and confirmed accurate. A sample of 32 units were taken from the manufacturing process with no leak paths or delamination were found. A leak test was conducted on four samples with no leaks noted. Based on the evidence no fault was found since the complaint cannot be confirmed. No corrective actions are required at this time since the complaint was not confirmed.

Manufacturer narrative:
It was reported that the event occurred "in the past year". The exact date is unknown. Potential catalog numbers - 21-7355-24 and 21-7381-24. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that "significant lines of air" were passing through the air eliminating filter of a cadd® high volume administration set. The patient used the pump for total parenteral nutrition (tpn) infusion. The patient observed that "the air had to be pulled into the filter from the outside air since there is no air passing from the bag to the tubing". The patient was unsure of how much air was present because they "only look at it when they hang the bag on the bathroom door". After hours of tpn infusion, the patient witnessed "lines of air up to 6 inches at a single time". No injury was reported.